Event description:
It was reported that the trial patient thought they had pulled a wire out. The patient¿s trial started yesterday and they were feeling stimulation yesterday. It was noted that the stimulation had stopped yesterday evening and it completely stopped today. The patient was concerned that a wire was pulled out. It was stated that the patient had mobility issues due to their parkinson¿s disease and this was making the trial more difficult. The stimulation sensation was only going halfway down their butt cheek at 10.0 amplitude and not into their vagina. It was reported that the patient was still having urgency and leakage. Additional information has been requested, a follow-up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead; product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient tried the basic evaluation about 3 weeks ago however the leads fell out after the second day. It was noted that it wasn¿t working anyway. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.